Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the fiber broke when it was connected to the console, it did not fire. Another fiber was used to complete the procedure. There were no patient complications.

Manufacturer narrative:
G1 MFR site country: corrected pon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber did not identify signs of usage. The fiber tip did not exhibit evidence of devitrification or debris adhesion. The fiber exhibited a break between the input connector and the control knob. During functional evaluation of the fiber with the hene (helium-neon) laser fixture, showed the output escaping from the fraction location. A review of the device history record confirmed that the fiber met specification prior to use. Based on analysis results, and information available, it is likely that procedural handling of the device contributed to the fiber break. The interaction between the user and device, caused or contributed to the break. According to the device instructions for use (IFU), the user is caution: do not bend the fiber at sharp angles. Damage may occur to the fiber. The fiber is a precision device. Damage to the fiber can result in the emission of uncontrolled laser energy. Do not excessively manipulate or bend the fiber.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the fiber broke when it was connected to the console, it did not fire. Another fiber was used to complete the procedure. There were no patient complications.